Manufacturer narrative:
A boston scientific technical services (ts) consultant discussed that the device would not deliver therapy for high blood pressure. The device is included in the subpectoral implants (5/12/2006) and shortened replacement window (4/05/2007) advisory populations. Ts referred the patient to his physician. Following the measurement of 2.57 v, ts recommended that the patient be followed monthly and that the device be explanted within 30 days of reaching elective replacement indicator (eri) battery status. As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Subsequently, this device was explanted after declaring elective replacement indicator (eri), and returned to boston scientific. Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported that the device delivered tachycardia therapy for high blood pressure. The caller asked if the device was included in any advisories. The device subsequently reached a monitoring voltage of 2.58 v prior to 27 months of implant. This device is included in the shortened replacement window (4/05/07) product advisory population.